Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h6, h11. Corrected fields: e1(initial reporter name), g2 (report source).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use of intra aortic balloon, the nurse called requested assistance for a catheter restriction alarm in an axillary inserted balloon catheter. The nurse stated that the catheter restriction alarm had gone off "multiple" times throughout the day. The helium tubing was free of blood, discoloration, or flakes and that all connections were secure. There was no noticeable kink in the catheter. The nurse troubleshooted the alarm by repositioning the patient multiple times and changing the mode from auto-mode to semi-auto mode and decreasing the augmentation down to 4 bars. Iabp monitor revealed a kink as evidenced by the flattening and rectangular shaped of the balloon waveform peaks. It was recommended several nursing interventions such as repositioning the patient and assessing the dressing and insertion site. The iabp monitor also revealed significant ECG artifact. It was recommended to replace the ECG electrodes, adding a small amount of doppler gel to the back of the electrodes, and placing the new electrodes as if they were ¿hugging the heart¿. Itv was recommended to change the electrodes positioning and recommended going back into auto-mode after changed out the electrodes. Getinge representative explained in detail the nature of the catheter restriction alarm, auto-mode vs semi-auto mode, and the augmentation therapy setting. Also, recommended her speak with the physician on the therapy that is currently being provided to the patient. Getinge representative the nurse the direct contact information and asked them to call back for further troubleshooting assistance. They appreciated the support provided and had no other questions. Later in the "evening" at 6:10 pm: the getinge representative followed up with nurse to see if the kink had resolved. She stated that she attempted to reposition the patient and had also replaced the dressing at the insertion site. Sarah reported that the balloon waveform remains the same after the above interventions. She consulted the physician who ordered labs and requested sarah turn the frequency down from 1:1 to 1:2 for weaning purposes. She stated that after the labs result, the physician will form a plan on removal versus replacement of the balloon catheter. While we were on the phone, the catheter restriction alarm went off again. Nurse repositioned the patient and was able to resume therapy. Getinge representative asked the nurse to call back for any troubleshooting needs. Nurse reported no harm or injury to the patient.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d10, h6 medical device problem code, investigation conclusions. The product was returned with the membrane completely unfolded. Blood on the exterior of the iab, between catheter and sheath and inside of the inner- lumen. The sheath was returned over the catheter tubing. Three kinks were observed on the catheter tubing approximately 76.4cm, 75.7cm and 39.1cm from the iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event of ¿alarm, catheter restriction¿ and ¿alarm, low augmentation¿ cannot be confirmed by the evaluation. Three kinks were found on the catheter tubing which confirms the failure of ¿kink¿. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, d9, g3, g4, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 unique identifier (UDI) #. The product was returned with the membrane completely unfolded. Blood on the exterior of the iab, between catheter and sheath and inside of the inner- lumen. The sheath was returned over the catheter tubing. Three kinks were observed on the catheter tubing approximately 76.4cm, 75.7cm and 39.1cm from the iab tip. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported event of ¿alarm, catheter restriction¿ and ¿alarm, low augmentation¿ cannot be confirmed by the evaluation. Three kinks were found on the catheter tubing which confirms the failure of ¿kink¿. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).